Manufacturer narrative:
(B)(4). Date sent: 9/16/2024.

Manufacturer narrative:
(B)(4). Date sent: 8/19/2024 d4: batch # 792c20 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: how was the device removed from the tissue? Ech60l was removed like normal from the tissue and taken out of trocar port like normal. Device would not open once it was on back table what is meant by over manual was not able to be used? Plastic panel that covers manual override lever was missing the plastic component needed to open the panel, so surgeon and staff were unable to access lever. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. Additionally, the ech60r buttress was on the reload deck and on the anvil. The buttresses were received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. No damage was found on the bailout door. After further analysis, the articulation mechanism was not working properly. The device was disassembled to verify the internal components and the articulation laminates were found damaged. The device event log was reviewed. The log indicates that no suspect power cycles were noted. It is possible that an external force was applied to the jaws creating a torque that manually articulated the device and damaged the articulation mechanism. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 792c20, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that the tissue pad began to melt on the harmonic during activation throughout the case. Device was removed and replaced before the pad could detach. During another portion of the procedure after firing when the stapler was to be reloaded the device jaws would not open. Surgeon hit home button and confirmed knife was in home position. The battery was removed and reinserted but the jaws still would not open. The door to the manual override was broken and manual override was unable to be used. Another stapler was used to continue with this portion of the procedure.